Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4)on behalf of a medical facility in (B)(6). (B)(6). (B)(4). Eval: our eval of the returned device confirmed the report of incorrect cutting wire orientation. During our laboratory analysis, the sphincterotome was advanced through a duodenoscope that is placed in a stimulated biliary position. The duodenoscope has an accessory channel that is 4.2mm in diameter (model number olympus tjf-140r). The catheter exited the endoscope with the cutting wire facing 6:00. The shape of the catheter at the distal end is straight and this does not represent the shape at the end of manufacture. The cutting wire securing component has started to pull away from the distal end of the catheter but remains securely attached to the device. These observations (i.e. Catheter shape and movement of the cutting wire securing component) suggest the distal end of the catheter had been manually formed by the user prior to return for eval. After review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. Conclusions: improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note" do not apply manual pressure to tip for cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the precurved stylet from the cannulating tip. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Movement of the cutting wire securing component can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user not to over flex or bow the tip beyond 90 degrees, as this may damage the sphincterotome. This type of damage can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been implemented in an effort to reduce occurrences of incorrect cutting wire orientation. This product was manufactured prior to implementation of this corrective action. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy fusion omni-tome sphincterotome. When the sphincterotome was ready to enter the papilla for cannulation, the sphincterotome reportedly "lost its memory" (i.e. Incorrect cutting wire orientation). The sphincterotome was removed and another device was used to perform the procedure. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.